Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Customer reported "line placed on (B)(6) 2025 and started leaking during use on (B)(6) 2025. They have holes and/or broke where the purple met the catheter and shred." Medical intervention was reported.